Event description:
It was reported that during device check, hematoma was noted. The patient has gained some weight over the last few days with orthopnea, non-productive cough and some swelling in his abdomen. Patient was started on a diuretic to help resolve the heart failure symptoms. Patient was scheduled for follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.